Event description:
The hcp reported that the pump was prematurely explanted, approx 41 months after implant. The reason for explant was "battery life depleted, catheter migrated." The catheter was explanted and replaced at the time of pump explant.